Manufacturer narrative:
The recipient is reportedly experiencing dizziness. The recipient has been prescribed gabapentin for pain. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain and non auditory sensations with and without device use. Antibiotics (type unknown), paracetamol and morphine were administered, however the issue did not resolve. There is no evidence of infection. Programming adjustments have been made.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section d.6a. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's pain and dizziness issues have resolved. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.